Manufacturer narrative:
Patient information was unavailable from the site at time of this report. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. RMA issued. Replacement screwdriver shipped to site (B)(4) 2013. Suspect device has not been returned to manufacturer for evaluation. Part not returned.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon found their driver was damaged. A different screwdriver, a reduction driver, was used to continue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: it was originally reported that the lot # and mfg date were not available, but that was incorrect. Lot # and mfg date now provided.evaluation of suspect driver found that as reported, the tip of the instrument is severely twisted.